Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that after the intraocular lens (iol)implantation surgery, the patient experienced corneal edema of moderate severity. Hence the patient was treated with ocular lubricant once daily at bedtime and the symptoms was resolved.